Manufacturer narrative:
Retainer ring - black. Customer returned device for alleged pump error 54, blank display and unexpected battery power loss found on (B)(6) 2021. Device passed self test, sleep current measurement, active current measurement and displacement test. No unexpected alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. Device was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. The following were noted during visual inspection: pillowing keypad overlay, scratched case, stained keypad overlay and minor scratches on lcd window. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further full review of the device history power loss alarm was found on (B)(6) 2021 from 2:10 to 2:15 as well as failed battery test alarms found on aug 20, 2021 at 1:57 to 2:08 due to. Additionally pump error 54 was not found, however, pump error 53 was found on aug 20, 2021 at 1:57 (file number 183, line number 151) and at 2:00 through 2:10 due to software error tt# esf2489246 as well as ( file number 2005, and line number 5632) due to software error tt# esf2610666. In summary, customers alleged unexpected power loss and low battery alert alarms were not confirmed. Device passed active and sleep current test. Pump error 54 was not confirmed, however, pump error 53 was confirmed due to a software error. Blank display was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had received hal software error detected alarm and was not turning on. Customer stated insulin pump got two pump error alarm and was not turning back on after cleaning and restarting and using a new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.